Event description:
Customer reported via phone, she was hospitalized due to hypoglycemic event. Customer reported a past event. Then stated she was hospitalized again for low blood glucose on 09/21/2015. Customer declined troubleshooting. Blood glucose was not provided. Customer state the device had already been returned as she reported a past event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.